Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a connection issue; further described as "the female connector cannot separate from the solution bag". This was noticed, at the patient's home, after a treatment of peritoneal dialysis (pd) therapy. The transfer set had been in use for three (3) months and as a result of the issue, was replaced with a new product before continuing with the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation attached to a dark blue connector with an empty solution bag. A visual inspection with the naked eye noted a female connector returned separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence present on the female connector indicating the insert chip was present during assembly. There was evidence of solvent inside the barrel of the light blue main body. The female connector was hand removed from the dark blue connector with no issues observed. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The inability to remove the set from the solution bag was not verified during functional testing; however a separation of the female connector from the main body was verified. The cause of the separation was due to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.